Manufacturer narrative:
Pump was received with operating currents within spec. Pump passed the rewind basic occlusion test, prime test and displacement test. However, pump received stuck in the motor error loop during bolus /basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarms. Pump received with minor scratched display window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 11 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report.